Manufacturer narrative:
Reported event: handle lock is broken and would continue to break free and hit the surgeon in the hand. Product evaluation and results: the product was not evaluated as the product was unavailable for inspection. Product history review: device history records indicate (B)(4) devices were manufactured under lot k06ny and accepted into final stock on 3/22/2016. No non-conformances were identified during inspection. Complaint history review: a review of complaints related to p/n 209063, prodex lot k06ny shows 03 additional complaint(s) related to the failure in this investigation. Complaint pr: 1995101, 2133414, 2293384. Conclusions: the alleged failure mode could not be confirmed as the product was not available for inspection. No additional investigation or specific actions are required. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event. H3 other text : device not returned.

Event description:
Handle lock is broken and would continue to break free and hit the surgeon in the hand.... So I need a replacement mics handpiece sent as soon as possible. Thank you! Case type: tha.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Handle lock is broken and would continue to break free and hit the surgeon in the hand .... So I need a replacement mics handpiece sent as soon as possible. Thank you! Case type: tha.